Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached end of service (eos) due to excessive charge time. The device remains in use. No patient complications have been reported as a result of this event.